Event description:
It was reported that "the clip could not be reloaded, and the handle was locked and could not be operated." No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon review of the investigation report for the returned sample, it was determined that the event does not meet the criteria for reportability. Therefore, the initial MDR submitted on 09 march 2026 should be retracted. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the clip could not be reloaded, and the handle was locked and could not be operated." No patient harm or injury reported. The patient's status is reported as "fine".